Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed. A watchman® access system was advanced into the patient. During the advancement, a pericardial effusion was noticed. It was believed that the transseptal puncture caused the effusion; however, it took a few minutes to develop and by that time the access system was in the patient. They aborted the procedure. A pericardiocentesis was performed which drained 350 cc of blood. The drain purse was left in the patient and the patient is doing very well now.